Event description:
New information received notes that the failure to separate between the right atrial leadless pacemaker and the delivery catheter had contributed to the cardiac perforation. Patient condition was stable eventually.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Post fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) delivery catheter exhibited failure to go into long tether mode and failure to separate, and then the ralp was dislodged while it was attempted to re-dock onto the catheter. The catheter was unable to re-dock the ralp and suspected to have caused myocardial laceration. A re-approach was attempted with a new replacement delivery catheter. During the attempt, patient's blood pressure dropped, and a cardiac tamponade was noted. The perforation site was suspected to be at the base of the right atrial appendage. Pericardial drainage was performed, and extracorporeal membrane oxygenation and impella support were established. The patient had sustained a poor neurological condition as a result. The ralp was not implanted. The patient remained hospitalized in intensive care unit.

Manufacturer narrative:
The reported events of separation failure, activation failure and docking issue were confirmed. As received, a catheter was returned in one piece with attached no device and blood was noted at the distal cap region and inside the distal cap. X-ray examination found both tether wires were fractured in the transition zone, and the torque coil was offset distal to transition zone. Functional test was unable to perform due to fractured and buckled tether wires at the transition zone. The cause of the reported events was due to fractured and buckled tether wires at the transition zone. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.